Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. The insulin pump had alarmed no delivery twice. The blood glucose reading is 87 mg/dl. The blood glucose reading at the time of the event was 377 mg/dl. Customer complained of migraine headache and vomiting. Hospital treated with IV fluid, long and short acting insulin. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No occluded anomaly was observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2013-03516.